Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not returned or analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his ipg was explanted on (B)(6) 2015, due to infection. The patient's leads and extensions remain implanted.